Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with left arm swelling and warmth at the implantable pulse generator (ipg) site. The ipg system was explanted due to a suspected pocket infection and antibiotic treatment was given. Cultures were taken, but are negative to date. No further patient complications have been reported as a result of this event.